Event description:
The manufacturer became aware of an allegation from a user that while using the wisp mask with magnetic clips with his CPAP device, he reported that he experienced headaches right after he started using it. The user reports he wore the mask with magnets a few years before he realized that the headaches and cognitive issues from the headaches were from the magnets in his mask . The user reported several cat scans and a visit to the hospital for the shunt in his head to be adjusted. The user reported he stopped using his mask when his CPAP machine broke (B)(6) 2019. The user no longer has the wisp mask with the magnetic clips. No product will be returning for investigation. The wisp instructions for use includes the following warnings: the headgear clips contain magnets. Contact your healthcare professional before you use this mask. Some medical devices may be affected by magnetic fields. The magnetic clips in this mask should be kept at least 2 in. (50 mm) away from any active medical device with special attention to implanted devices such as pacemakers, defibrillators and cochlear implants. Do not use in or near magnetic resonance imaging (MRI) equipment. Keep unassembled magnetic headgear clips out of reach of children. In case of accidental swallowing, seek medical assistance immediately. This report will be filed as an initial-final report. We will continue to monitor these complaints regarding magnets. If any additional information is received, a follow up report will be filed.